Event description:
It was reported that an arteriotomy closure of an unspecified artery was achieved using a starclose se device after an unspecified procedure. Reportedly, the patient is having an allergic reaction to the starclose se clip. The patient complained of heat, redness, and itching on the lower abdomen. It spread to the chest and back and developed into hives. The patient was treated with medrol and zantac. When the symptoms did not resolve, the patient was referred to a dematologist who prescribed 60mg prednisolone, periactin and increased dose (3x) of zantac. This provided relief and she is doing well. The patient is currently on a decreasing regimen of prednisolone. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. This incident reported only patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.